Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal and urge incontinence. It was noted that the patient's trial started on (b)(64 2021. It was reported that the patient was experiencing pain from the surgery. Additional information was received from the patient. They reported that sometimes they feel warmth from the device where the lead is placed.